Event description:
Used t-connector for an arterial line on a pt. T-connector was found to have a clot formation. Further discussion with physician indicated that staff have been using t-connector in this manner (as an arterial line connector) when neither the packaging nor the manufacturer had indicated not to use the device in this manner. Physician is afraid a less experienced md will not notice the clotting and flush the line into an artery, embolizing a clot, potentially causing stroke and for death.